Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and seizure ('other injuries or complications -seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient underwent essure confirmation test. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), seizure (seriousness criterion medically significant), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), mood swings ("hormonal changes-mood swings"), feeling abnormal ("hormonal changes-brain fog"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy"), pelvic pain ("pain"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems-anxiety"), rash ("rashes or skin conditions ¿ rashes"), urticaria ("rashes or skin conditions ¿ hives") and acne ("rashes or skin conditions-acne"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2017 hysterectomy with unilateral salpingectomy/hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, seizure, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, mood swings, feeling abnormal, migraine, allergy to metals, pelvic pain, depression, anxiety, rash, urticaria, acne and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, seizure, tooth disorder, urticaria and weight increased to be related to essure. The reporter commented: essure confirmation test conducted-yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received: events added-¿perforation (fallopian tubes)¿, events-¿pregnancy (stillbirth or miscarriage), miscarriage, device ineffective, dental problems, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), hair loss, hormonal changes-mood swings, hormonal changes-brain fog, migraines/headaches, nickel allergy, pain, psychological or psychiatric problems - depression, psychological or psychiatric problems-anxiety, rashes or skin conditions ¿ rashes, rashes or skin conditions -hives, rashes or skin conditions-acne, weight gain, other injuries or complications ¿seizures¿, reporter information added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and seizure ('other injuries or complications -seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient underwent essure confirmation test. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), seizure (seriousness criterion medically significant), tooth disorder ("dental problems/other injuries/symptoms: dental problems"), dysmenorrhoea ("pain: dysmenorrhea(cramping)"), dyspareunia ("pain: dyspareunia(painful sexual intercourse)"), alopecia ("hair loss/other injuries/symptoms: hair loss"), mood swings ("hormonal changes-mood swings/ other injuries/symptoms: hormonal changes"), feeling abnormal ("hormonal changes-brain fog"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy"), pelvic pain ("pain/ pain: pelvic"), depression ("psychological or psychiatric problems ¿ depression/psych injury"), anxiety ("psychological or psychiatric problems-anxiety/psych injury"), rash ("rashes or skin conditions ¿ rashes"), urticaria ("rashes or skin conditions ¿ hives"), acne ("rashes or skin conditions-acne"), abdominal pain ("abdomen pain/ pain: abdominal") and headache ("head pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain/other injuries/symptoms: weight gain"). The patient was treated with surgery (on (B)(6) 2017 hysterectomy with unilateral salpingectomy/hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, seizure, tooth disorder, dyspareunia, alopecia, mood swings, feeling abnormal, allergy to metals, pelvic pain, depression, anxiety, rash, urticaria, acne, weight increased, abdominal pain and headache outcome was unknown and the dysmenorrhoea and migraine had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, headache, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, seizure, tooth disorder, urticaria and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, rash, nickel allergy, fallopian tube perforation, hair loss, dental problems, weight gain, hormonal changes and seizures. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.43 kgs. X-ray - on (B)(6) 2009: total bilateral occlusion. Essure device was properly placed and tubes were blocked.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received- new events-" abdomen pain and head pain", lab data was added. Outcome of events- migraines/headaches and dysmenorrhea (cramping) was updated to recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity ((B)(6)2007, (B)(6)2008). Patient underwent essure confirmation test. Concurrent conditions included nickel sensitivity since 1991. Concomitant products included clonazepam from (B)(6) 2012 to (B)(6) 2012 and ibuprofen from (B)(6) 2009 to (B)(6) 2014. On (B)(6)2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("pain: dyspareunia(painful sexual intercourse)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("pain: dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced urticaria ("rashes or skin conditions ¿ hives") and acne ("rashes or skin conditions-acne"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes-mood swings/ other injuries/symptoms: hormonal changes") and feeling abnormal ("hormonal changes-brain fog") and was found to have weight increased ("weight gain/other injuries/symptoms: weight gain"). In (B)(6) 2009, the patient experienced pelvic pain ("pain/ pain: pelvic"), tooth disorder ("dental problems/other injuries/symptoms: dental problems") and alopecia ("hair loss/other injuries/symptoms: hair loss"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems ¿ depression/psych injury") and anxiety ("psychological or psychiatric problems-anxiety/psych injury"). In (B)(6) 2012, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain/ pain: abdominal"), allergy to metals ("nickel allergy"), headache ("head pain"), rash ("rashes or skin conditions ¿ rashes") and seizure ("other injuries or complications -seizures"). The patient was treated with surgery (on (B)(6)2017 hysterectomy with unilateral salpingectomy/hysterectomy (partial)). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, pelvic pain, allergy to metals, pregnancy with contraceptive device, abortion spontaneous, rash, seizure, tooth disorder, alopecia, mood swings, feeling abnormal, depression, anxiety and weight increased outcome was unknown, the dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, urticaria and acne had resolved and the headache and migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, seizure, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, rash, nickel allergy, fallopian tube perforation, hair loss, dental problems, weight gain, hormonal changes and seizures. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.43 kgs. X-ray - on (B)(6)2009: total bilateral occlusion. Essure device was properly placed and tubes were blocked.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-dec-2019: pfs received. New event abnormal bleeding (vaginal, menorrhagia) was added. Onset date of the event were added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), mood swings, brain fog, migraines/headaches, depression, anxiety, hives, acne, weight gain, dental problems and hair loss. Outcome of the event was updated to recovered from unknown: hives, acne, abdominal pain and dyspareunia(painful sexual intercourse). Reporter information, medical history and concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.